Event description:
Litigation papers allege pain and excessive metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 02/15/2017-- pfs and medical records received. After review of the medical records for MDR reportability, revising surgeon indicated revision for pain and elevated metal ions. In the incomplete operative note available, identified "corrosion at the stem head interface" and metallosis. Indicated that the acetabular cup "could be seen to move in the socket with the fibrous ingrowth". Cup came out easily without bone loss. Indicated some acetabular bone loss though due to metallosis. No indication of stem loosening with available records. No available metal ion lab results to corroborate allegations. Noted that with the list of implants removed, the asr cup, sleeve, and uni-head, surgeon also indicated he removed a cable. This finding will be addressed further if/when additional information is supplied. Metallosis, implant loosening, and corrosion harms added to complaint. Prod/lot updated. Date of original index surgery updated.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.